Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report: 1627487-2017-02179. It was reported the patient fell back in (B)(6) 2016. As a result, the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. X-rays were ordered but the results remain unknown. Subsequently, the patient underwent surgical intervention to have their leads explanted and replaced. The patient reported effective stimulation coverage and the issue is now resolved.